Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device contained a hazardous drug. This was observed prior to patient use in the oncology department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between august 15-19, 2025. H11: the device was received for evaluation. Upon receipt, visual inspection on the unit via the naked eye noted fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of the leak inside the bag was found to be an untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of leak may be due to a use error by not securely tightening the winged luer cap. A functional leak test was performed after ensuring the winged luer cap was securely connected, and no signs of leaking were observed. Based on the sample analysis result, the device was determined to be a conforming product because no evidence of leak was observed during the functional leak test when the cap was securely tightened. The cause of the reported condition was a user error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.